Event description:
It was reported to boston scientific corporation on 06/24/08 that a low profile gastrostomy device was placed in 2008. According to the complainant, the balloon was noted to be outside the pt and was also noted to have a pin hole. A replacement peg procedure was performed with a second low profile gastrostomy device. There were no pt complications reported as a result of the event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The lot number is unk, therefore, the MFR date cannot be determined. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been rec'd. The device evaluation has not been performed; the cause of the reported malfunction is undermined.